Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Insulin pump received with broken battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump resets everything due to due to motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.